Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: item #192114 collarless porous stem, lot # 713050. Item #139256 m2a magnum(tm) taper adapter, lot #989590.

Event description:
Legal counsel for patient who underwent a total hip arthroplasty reported right hip revision procedure approximately six years post-implantation due to metallosis and elevated metal ion levels. During the procedure, osteolysis of the acetabulum was noted. The cup, head, and taper were removed and replaced; a poly liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.